Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen (2000 mcg/ml, 1301.7 mcg/day) via an implantable pump for an unknown indication of use. It was reported that the patient had intermittent symptoms of withdrawal after having the catheter placement changed from intrathecal to intraventricular which was performed on (B)(6) 2021. Patient symptoms included irritability, insomnia and discomfort. A catheter access procedure (unknown date) was notable for persistent bubbles. A CT scan on (B)(6) 2021 showed the catheter had worked to the margin of the right ventricle. The intraventricular catheter was repositioned from initial placement of third brain ventricle to margin of right brain ventricle per CT scan done on (B)(6) 2021. Catheter revision was done on (B)(6) 2021 . Upon exposing existing catheter intra-operatively it was observed that the catheter had migrated out from the intraventricular space, possibly due to the technique of suturing into the temporal fascia. The entire existing catheter was explanted and replaced. The patient's medical history included spastic dystonic cerebral palsy secondary to prematurity. The patient was taking baclofen oral prn, clonidine, diazepam and lorazepam at the time of the event. The issue was reported to be resolved at the time of this report. The patient was alive with no injury at the time of this report.

Manufacturer narrative:
H3: analysis of the catheter found ¿acceptable catheter testing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.